Event description:
On (B)(6) 2014 it was reported that the patient had presented on (B)(6) 2014 for an unscheduled safety visit as the patient had a recent ER visit for a suicide attempt in the last three months. The patient attempted suicide via overdose of aleve and aspirin. The patient stated that she was in the ER less than 24 hours and was not admitted. The patient admitted to suicidal thoughts, however no plan in place. The patient attributes increase in depression not to the vns. The patient has a history of depression with suicide attempt. The patient had been hospitalized on (B)(6), 2014, which the patient confirmed was the date of her suicide attempt. The patient had gone to the ER for seizure activity. In the clinic the patient had admitted to taking ¿some pills¿ however it appears that there was not an imminent threat and the physician deemed this event as non-life threatening. Additional information has been requested but no further information has been received to date.

Event description:
It was reported that the suicidal ideations and increase in depression are not above pre-vns baseline levels and were unrelated to vns. It was noted that there was not an increase in seizures; the patient had been sent to the ER because she had a seizure while at work. It was also reported that the suicide attempt was a ¿plan without intent¿. No further information regarding the suicide attempt was available.